Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The pace/defib engine board was replaced to remedy the problem. Furthermore, the pace/defib engine was deemed unrepairable and was scrapped. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Justification for no UDI, this device was manufactured before UDI requirements. Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "defib disabled " and "defib fault 72" messages. Complainant indicated that there was no patient involvement in the reported malfunction.